Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 125 ohms. It was also reported that noise was noted on presenting electrogram (egm) but there was no oversensing . Boston scientific technical services (ts) discussed trouble-shooting and trying different configurations. Ts further suggested doing a commanded shock test to have the most accurate representation of true impedance. Additional information was received that it was noted on fluoroscopy that there may have been an abnormal bend in the proximal portion of the lead. The source of noise was not determined. This patient underwent a revision procedure and this lead was surgically capped and abandoned. The rv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.